Manufacturer narrative:
Further investigation of the customer's issue included a review of historical complaints, design history record review, and review of labeling. Historical complaint reviews did not identify an adverse trend. A global quality management system search was conducted to determine if any nonconformance reports and or deviations were initiated in relation to architect total b-hcg 7k78 lot 20903jn00 and associated sub lots. There are zero occurrences of known quality issues for architect total b-hcg 7k78 lot 20903jn00 and associated sub lots. Labeling was reviewed and found to be adequate. Based on the results of this evaluation, no malfunction or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a false positive b-hcg result for one patient on the architect i2000 analyzer. The following data was provided: first result on the i2000 (B)(4): 322 miu/ml; second result on the i2000 (B)(4): 2.77 miu/ml; third result on the i2000 (B)(4): 2.41 miu/ml; confirmation on i2000 (B)(4): 2.03 miu/ml. Per the b-hcg package insert: results less than or equal to 5.00 miu/ml are considered negative, results greater than or equal to 25.00 miu/ml are considered positive. No further patient details were provided. There was no impact to patient management reported.